Event description:
Baxter received a report stating that operating table trusystem 7000 unlocked on its own during procedure. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
During device inspection by a field service technician a functional and visual test was performed. The test did pass; no defect or malfunction of the device was discovered. Additionally, the log files were checked and an issue identified related to the operating table, a suspect control module. The control module was replaced. The log file was further analyzed by the manufacturer plant and shows no unintended unlocking as alleged. Just during normal unlocking procedure of the table, an error message occurs sporadically. This error message indicates a hardware error in the control module, which does not cause an unintended movement or unlocking. After inspection and replacement of the control module, the table was working es intended. The original allegation of unintended unlocking could not be confirmed. Based on this, no further actions are required.

Event description:
Baxter received a report stating that operating table trusystem 7000 unlocked on its own during procedure. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.